Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, the physician was unable to attain stable and acceptable atrial electrical properties for two leads. The leads were not used. No patient complications were reported as a result of this event.